Event description:
The customer reported error code 210.5020. There was no patient involvement reported.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 13apr2006 to the present date 23dec2020 and note that this device has been returned for service 1 time without correlation to the customer reported issue or service repair.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported error code 210.5020. There was no patient involvement reported.